Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered shocks for supra ventricular tachycardia (svt) and exhausted therapy. Rhythm ID inhibited therapy for 45 seconds, but then the rhythm must have become uncorrelated. The device stored a template minutes before the shocks were delivered. It was later reported that the device had reached a monitoring voltage of 2.65v within 27 months of implant. The device was included in the shortened replacement window advisory communicated on april 5, 2007. A boston scientific crm technical services consultant discussed increasing follow-ups to monthly and replacing the device within 30 days from elective replacement indicator (eri) battery status.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. The device was explanted approximately two years later and was replaced with a boston scientific cardiac resynchronization therapy defibrillator (crt-d). The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.